Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pace impedances that were greater than 2000 ohms. In addition, oversensed noise was also observed which resulted in pacing inhibition. The ra lead was surgically abandoned and the existing implantable cardioverter defibrillator was replaced. The lead was not tested via a pacing system analyzer and there were no abnormalities observed via x-ray. No additional adverse patient effects were reported.